Event description:
The customer reported "no power". This is an indication of a failure to power up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.